Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. Retainer ring=(black). On 07/21/2021 customer called in: on the back of the pump by the clip, there is a piece missing from the pump. No further concerns were recorded. Unit received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails, cracked keypad at select button and keypad overlay texture damage. In conclusion customer concerns is confirm during visual inspection when broken belt clip rails was noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.